Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 1225, the patient reported worsening shortness of breath for 7 days and admitted on pod 1232 for 8 days for acute on chronic chf. Oxygenation at rest was 94 percent but dropped to 87 with exertion. The bnp elevated to 256 pg/ml, chest x-ray was consistent with congestive heart failure (chf) exacerbation. The patient was treated with IV lasix, spironolactone, torsemide with improvement and oxygenation saturation stabilized. During the same admission, coronary angiography without pci was performed on pod 1237 which showed moderate stenosis of bioprosthetic tricuspid valve but no progression of cad. The rhc showed tricuspid mean gradient of 13 mmhg with a heart rate 70 bpm at that time. Tte performed on pod 1233 showed no pvl or tr with peak gradient 9-12mmhg and hr at 70bpm. Eight days after admission the patient was discharged home with recommendations to follow up with outpatient cardiology. From discharge on pod 1, the patient's hr was 92 bpm and tv mean gradient was 2.6 mmhg per core lab tte.